Event description:
A (B)(6) male pt contacted zoll customer support to report battery pack sn (B)(4) showed as charged on charger but would not power on the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (will not power on monitor) has been investigated. As received, the battery would not charge when placed in the charger and did not power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.